Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, using these electrodes the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrodes were returned for evaluation; the malfunction was observed during visual and microscopic evaluation. The jumper wire (self test wire) was found to be disengaged. It was determined that the dislodged wire on the electrode pad does not have any effect on the functionality of the electrode pads. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. A replacement was sent to the customer. Analysis for reports of this type has not identified an increase in trend.